Event description:
Reporter indicated that vns patient had passed away. The patient was reportedly found dead in the bathtub having been left unsupervised and apparently drowned. Medical examiner believes that the patient had a seizure resulting in loss of consciousness which led to the drowning. Autopsy results are pending. The patient had reportedly experienced a >25% reduction in seizures with the ncp system and was receiving vns therapy at the time of death. There is no evidence at this time that the ncp system caused or contributed to the reported event.